Event description:
The complainant has reported that a female patient underwent a therapeutic gastric procedure for treatment of an ulcer. The clinician stated that, when he opened the resolution clip device, it prematurely deployed. The clip was retrieved with no intervention necessary. The patient did not sustain any complications or ill effects as a result of this issue. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device, and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.